Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported via medwatch #mw5097587: "patient having removal of external fixator, and open treatment of pilon fracture of tibia. Intraop, a screw head broke from its shaft upon tightening down. The screw is properly placed, stable within bone. No harm, or residual effects to the patient."